Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic with episodes of at/af due to lead noise, the sensitivity is at max sensitivity. The lead noise was seen since 2012. There is no plan to revise the atrial lead. The mode is ddir and the patient feels well in this mode as he requires frequent atrial pacing. The patient was stable before during and after the visit. No changes were made today other than increasing post-ventricular atrial blanking (pvab).